Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 22. Details of surgery: immediate extraction site. On (B)(6) 2025, fracture of the implant was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling and bleeding. No further patient complications were reported.